Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they just had their stimulator removed almost two weeks ago. Exact ins removal date asked/unknown. Agent asked the pt why the ins was removed; patient stated that the stimulator wasn't working and wasn't helping them at all. Patient asked what they should do with the external equipment; agent reviewed requested information with the pt. Agent sent an e-mail to prs for update to reflect that the ins was removed.